Event description:
Event description guidant received information that during a replacement procedure, this newly implanted implantable cardioverter defibrillator (ICD) and chronic transvenous implantable lead exhibited non-capture, decreased impedance and decreased r-waves. In addition, during indiction the ventricular fibrillation (vf) rhythm was not sensed by the device and lead; therefore, tachy therapy was not delivered when required. The patient was externally rescued. The chronic lead functioned appropriately with the previous device and had normal measurements when connected to the pacing system analyzer (psa).